Event description:
It was reported that this right ventricular (rv) lead was partially capped due to an unknown reason. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.